Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that they experienced high blood glucose level. Customer mention that they were told by the hospital that insulin pump was malfunction. Customer's blood glucose value was 432 mg/dl at the time of the incident. Customer will not returned device for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. No bolus anomaly or basal anomaly noted during testing. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device had minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window and missing end cap sticker. (B)(4).